Event description:
Patient was intubated with a 6.5 shiley manufactured by covidien tube. On hospital day # 1, difficulty passing suction catheter. On day #2, more difficulty and peak inspiratory pressure alarm, prompting bronchoscopy identifying a kink. Tube exchange performed and kink identified in the removed tube (approximately 17 cm in, at the site of the entry of the pilot balloon to the mid-shaft of the ett). Identified retrospectively in 8/2025 as a possible manufacturing defect due to other occurrences and reported to FDA for tracking.